Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Review of the event log found evidence of the iipv condition. The cause was a use error, as the tidal total uf removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle six. The patient's ultrafiltration reading was 1616ml, indicating the home patient (hp) drained 1316ml more than their maximum programmed fill volume of 2000ml. No additional information is available.